Manufacturer narrative:
(B)(4). Additional concomitant products: pds suture, evicel fibrin sealant, arista ah, no. 19 closed-suction round drains, quill 3.0 monoderm. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: does the surgeon believe that any ethicon sutures (vicryl, pds ii, nylon) was related to the wound infection as described in the article? Nothing reported has to do with your sutures. Was this case previously reported? Is the product code and lot number available for any of the ethicon (vicryl, pds ii, nylon) sutures used?

Event description:
It was reported in a journal article that the patient underwent an open complex abdominal ventral hernia repair with intraperitoneal and retrorectal placement of a human acellular dermal matrix and bilateral component separation on unknown date between (B)(6) 2011 and (B)(6) 2013 and the suture was used to secure a closed-suction round drain placed percutaneously. It was also reported that drains were removed after seven or ten days and/or when the output was less than 20 cc daily. Following the procedure, the patient experienced a wound infection. It was resolved with a course of oral antibiotics or treated with incision and drainage of the wound. Additional information has been requested.